Event description:
The customer reported that quality control (qc) was not passing and red blood cell (rbc) values were high while running controls on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that he removed the blood sampling valve (bsv) and found that the shaft was worn. He replaced the bsv shaft and bsv knob, which resolved the issue. The repairs were verified per established procedures. (B)(4).